Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5.1 had failed due to a seized solenoid and a broken retractor band. Additionally, a failed drawer controller was preventing the station from starting. A field service engineer replaced all the failed components to resolve the issue. The recovery process was completed, and an inventory check was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es circuit board had burned out in main. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.